Event description:
It was reported that the programmer was plugged in and turned on in the usual fashion for a pacemaker implant. Once the device was prepared, the analyzer was activated with no testing cables plugged in. The doctor had inserted the right ventricular (rv) lead and was ready to electrically test this lead. Once the testing cables were connected, noise immediately affected all monitors in the room. The interference prevented the patients electrocardiogram (ECG) from being seen/monitored during this time. The patient was not connected to the analyzer. The programmer was immediately turned off and another programmer was used to complete the procedure without incident. Of note, a non-medtronic power cord was attached to the programmer. The power cord was tested at the medtronic office and it failed the electrical integrity testing. Both the cord and the programmer have been returned for service. At no point during this brief incident was the patient actually hooked up to the programmer analyzer. Although having to retrieve another programmer in order to finish the implant prolonged the procedure by about 30 minutes, no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the analyzer introduced noise to other devices, it functioned as required and passed functional testing. Analysis did find that the patient connector had disturbed pin contacts and based on their condition it was recommended that the analyzer be scrapped and replaced. (B)(4).